Event description:
It was reported that stimulation was turning off. The reporter last saw the patient on (B)(6) and implantable neurostimulator (ins) was turned off at that time. They just thought patient might have accidentally turned ins off. The patient was back again today stating ins was turning itself off every two days and they have to turn it back on. When the ins is on, it was working but when the ins is off, the patient was having incontinence. Hours used since last visit were 247 and 60% used. The reporter checked impedances prior to calling and all were normal except one combination at 493, but measurements are repeating values. Incontinence started worsening about 1.5 months ago. At time of last visit on (B)(6) the ins had been off for about a week. The patient knew it was off because they couldn't feel stim. The patient noticed ins turning off about three weeks ago. The patient had been only synchronizing with patient programmer and not seeing ins on icon. The patient had not seen any warning messages on patient programmer and had been able to turn ins back on with patient programmer. Ins was turning off about every 1-1.5 days. The patient had foot surgery in (B)(6) and ins was off for surgery. The patient had no mris. The patient also had a fall in (B)(6). A longevity calculation was performed based on settings of program 1: 0-, 3+, 1.5v, 14hz, pw of 210, no cycling. Longevity estimatewas eri=3.77 years, eos= 5.23 years. While on the phone, they rechecked impedances at higher setting of 1.5v, pw of 360: c-0=858, c-1=531, c-2=858, c-3=868, 0-1=858, 0-2=1301, 0-3=1322, 1-2=868, 1-3=1301, 2-3=1301 therapy impedances for program 1 was 1301 ohms, current less than 15 with longevity of 84 months. It was reviewed that based on current settings and longevity estimate device would not be expected to be at eos (end of service), unless the patient was at higher settings previously. Additional reporting approximately two weeks later noted that the patient was waking up at night - wetting her bed because she is not able to make it to the bathroom. The patient turns the ins on and she can feel it for awhile and the sensation just fades away. The patient checks the ins and it is off. This started a couple of months ago. It was noted that the doctor received confirmation that ins was turning off by itself.the patient had kept a log for the past 2 weeks since her appointment and her doctor was wanting to know what should be done next. The patient was ready to just take the therapy out. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was later reported by the manufacturer's representative that the patient believed that the ins was turning off on its own though the manufacturer's representative and the managing doctor believed it may be patient error. The manufacturer's representative met with patient on this past monday and the patient had a piece of paper with instances where she believed the device had turned off (in the shower, etc..). The patient told the manufacturer's representative that she would pull out icon and adjust it when she thought it was off. The thinking was that the patient may have turned it off before synching and seeing the main screen. The doctor/manufacturer's representative advised the patient on monday to not use icon for 7 days and then they will interrogate with 8840 and see if the issue persists. The manufacturer's representative wasn't able to make any firm determinations from the 'data' the patient brought to office on monday.

Event description:
The patient called back in stating the ins was still turning itself off every other day to every day. The patient was pressing the gray button and the lightening bolt was not in the upper left hand corner. This had been going on for about a month. The patient was at home and not in any strange environments. The patient had already seen doctor for this.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va03rcg, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).